Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 10, 2021. Section d9: returned to manufacturer: yes. Device evaluation: the product returned for evaluation which consisted of packaging component (folding carton) and dcb00v system device. Visual evaluation was performed and the cartridge tip was deformed/ damaged, the complaint issue reported was verified. The dcb00v device was partially advance. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Manufacturing record review: the manufacturing process record was evaluated and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's eye without any problem but when the injector was inspected under a microscope, it was noticed that a part of the injector tip was missing. The injector did contact the patient's eye and the lens remains implanted as of to date. There was no patient injury reported. No further information was provided.